Manufacturer narrative:
Other, other text: one fluid warmer was returned for evaluation. Visual inspection of the device found damage to the reservoir tank and enclosure, pole clamp, front cover, and worn line cord. Device also noted to contain old style pcb. Device underwent functional testing; filled the reservoir tank with water and was powered on. This confirms the reported customer complaint, due to a damaged enclosure and reservoir tank cover. The problem source was determined to be other.

Event description:
Information was received that device is leaking water. No adverse effects reported.